Event description:
It was reported that the patient's generator was at 25% and that the generator battery is dying. Per patient, stimulation doesn¿t feel right because it feels weak, which she believes is due to battery depletion. Per company representative, the patient's generator might have reached 25% battery but not due to premature battery depletion. Patient's settings were programmed to a very high duty cycle (70%), which would have a significant impact on the battery life of the generator. Patient and physician were informed of this and the duty cycle was adjusted to 58%. Per a nurse, when patient's device was last interrogated , it showed that her battery was low. Patient is questioning if it is defective since it did not last very long. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Additional relevant information has not been received to date.

Event description:
Patient underwent generator replacement and the explanted device has not been received. The explanted device was sent to pathology, where it is usually discarded.